Event description:
It was reported via repair work order that the foot end of bed was elevated and would not lower due to malfunctioned lift coupler and cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the foot end lift elevated and not lowering was also due to a cpu board malfunction.

Event description:
It was reported via repair work order that the foot end of bed was elevated and would not lower due to malfunctioned lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.